Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The second absolute pro stent referenced is filed under a separate medwatch report number.

Event description:
It was reported that during a lower limb intervention, two absolute pro stents were successfully implanted. A third, 5.0x150mm absolute pro ll self-expanding stent (ses) was advanced to the lesion and deployment attempted, overlapping the second implanted absolute pro; however, the stent could not be completely deployed. During repeated attempts to fully deploy the stent the delivery system handle broke open, so it was decided to remove the stent instead of implant it. During removal of the stent, the second implanted absolute pro became deformed. Another stent was implanted to cover the deformed stent. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the previously filed reports, on (B)(6) 2022, abbott determined that a field safety notice was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.

Manufacturer narrative:
The investigation determined that the reported difficulties were likely related to circumstances of the procedure in conjunction with use of an undersized guidewire. It may be possible that the distal shaft was bent or entrapped within the anatomy, preventing movement of the shaft lumens and causing the thumbwheel to lock up resulting in deployment failure. Additional attempts to rotate the thumbwheel against resistance may have caused the outer member separation at the distal end of the shuttle preventing any further transmission between the thumbwheel and retractable sheath. The damage to the previously placed absolute pro ll stent was likely the result of the stents being overlapped and during removal of this partially deployed stent, the damage occurred. The additional treatment was related to case circumstances. Although the difficulties encountered appear to be related to procedural circumstances, on may 11th, 2022, abbott determined that a field safety notice (fsn) was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported partial deployment and handle separated was confirmed. The damage to the other stent was not able to be confirmed as the other stent remains implanted. Additionally, it was noted that the outer member was separated. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation was unable to determine a cause for the reported deployment issue. It may be possible that the distal shaft was bent or entrapped within the anatomy, preventing movement of the shaft lumens and causing the thumbwheel to lock up resulting in deployment failure. Additional attempts to rotate the thumbwheel against resistance may have caused the outer member separation at the distal end of the shuttle preventing any further transmission between the thumbwheel and retractable sheath; however, this could not be confirmed. The damage to the previously placed absolute pro ll stent was likely the result of the stents being overlapped and during removal of this partially deployed stent, the damage occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported partial deployment and handle separated was confirmed. The damage to the other stent was not able to be confirmed as the other stent remains implanted. Additionally, it was noted that the outer member was separated. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. It should be noted that the absolute pro ll peripheral self-expanding stent system utilizes a 0.035¿ (0.89 mm) guide wire as indicated on the product label and in the instruction for use (IFU). Additionally, the IFU states: ¿use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system.¿ in this event, use of an 0.018 likely contributed to the difficulties encountered during use. The investigation determined that the reported difficulties were likely the result of using an undersized guidewire with the absolute pro ll device. It is likely that inadequate support for the shaft due to use of an undersized guidewire caused restriction to the distal shaft lumens in the anatomy (possibly over the aortic bifurcation), preventing movement of the shaft lumens and causing the thumbwheel to lock up resulting in deployment failure. Additional attempts to rotate the thumbwheel against resistance may have caused the outer member separation at the distal end of the shuttle preventing any further transmission between the thumbwheel and retractable sheath. The damage to the previously placed absolute pro ll stent was likely the result of the stents being overlapped and during removal of this partially deployed stent, the damage occurred. The additional treatment was related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed reports, the following information was received: the guide wire used was 0.018". No additional information was provided.